Manufacturer narrative:
Event date: (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found inside a intravia container. The reporter stated that a small clear piece of plastic was discovered after spiking the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed that there is what appears to be a transparent, unspecified foreign material. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.